Event description:
It was reported that this right atrial (ra) lead was repositioned due to perforation in the heart wall and this led to a pericarditis. The patient was in pain but is doing well now. There were no additional adverse patient effects were reported.